Event description:
Account alleged hi/low drift with or without weight on the bed. He said when issue was discovered there was a patient in bed, but no injuries occurred.

Manufacturer narrative:
Cause: lack of pm on hi/low drive and brake assy. Excess grease. Resolution: account said he cleaned and degreased drive screw and brake assy to resolve issue.